Event description:
During insertion (or attempted removal?) Of a percutaneous introducer, the tip of the introducer became seperated and lodged in the patient's neck. Surgery consult was not performed. The patient expired approx. One hour and fifteen minutes later. Last x-ray showed tip of introducer stilllodged in patient's neck. The distal end of the introducer was retained for investigationdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.